Event description:
Event description guidant received information that 1.5 months post implant, this left ventricular (lv) lead dislodged from the coronary sinus leading to no lv pacing output and loss of lv capture.